Manufacturer narrative:
(B)(4). A third party biomedical engineer reported that while testing that the unit failed the 200j energy delivery test when measured on his analyzer. The third party biomed reported that he isolated the issue to the paddle set being used for testing. The replacement of the paddle resolved this issue.

Event description:
A third party biomedical engineer reported that while testing that the unit failed the 200j energy delivery test when measured on his analyzer.